Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D3 ¿ name, address 1, city, postal code: updated. D9 - device available for evaluation: updated from ¿yes¿ to ¿no¿.

Event description:
N/a.

Event description:
It was reported that the 4.0x19mm graftmaster covered stent failed to cross the heavily calcified and heavily tortuous lesion in the left circumflex coronary artery after several attempts to treat a perforation. Another graftmaster covered stent was used to complete the procedure. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.